Event description:
Customer reported via phone call that she was hospitalized with diabetic ketoacidosis on (B)(6) 2015. Blood glucose value at the time of admission was in the mid 300 mg/dl. She also reported she went to the emergency room on (B)(6) with blood glucose of 317 mg/dl and was released 6 hours later. She experienced hyperventilation, vomiting and spikes in her chest. Customer stated she is still having high blood glucose over 400 mg/dl and was vomiting the day prior to calling. The drive support cap is recessed. The tubing had no air bubbles and no insulin leak was found but she did see some blood in the plastic cap of the infusion set. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly; doctor recently changed the carb ratio setting. The high pressure test was not performed as the customer did not have a tubing clamp. Current blood glucose was 182 mg/dl. She was advised to change the entire set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.